Manufacturer narrative:
Although initially only a broken nail was reported and confirmed, physical examination revealed that one of the two locking screws was also broken. It was determined that the locking screw with lot code k158b17 was broken approximately in the center of the shaft. Broken surface presents feature of a fatigue fracture. The intended use of a locking screw is not to take over the intended use of the temporary nail implant in the event of a nail fracture. According to the signs of damage verified the biomechanical stresses on the whole construct increased and thus, broken locking screw was resulting. For further details and full context please refer to main investigation under complaint (B)(4). A review of the device history for the broken locking screw lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. According to available information a deficiency of the locking screw was not verified. In case substantive information will become available in future that suggests otherwise we reserve the right to reopen the case.

Event description:
It was reported that after 6 month, the nail was removed since it broke off at the cephalic screw part. 9/9/2025 - upon product return additional devices were received including one broken locking screw.

Event description:
It was reported that after 6 months, the nail was removed since it broke off at the cephalic screw part. 9/9/2025 - upon product return additional devices were received including one broken locking screw.

Manufacturer narrative:
Once the investigation is completed, any additional information will be reported in a supplemental report.